Manufacturer narrative:
Insulin pump received with unresponsive keypad. Unable to perform the displacement test or selftest due to keypad anomaly. Unresponsive keypad isolated to keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unresponsive buttons and customer had a problem with programming a bolus. The customer¿s blood glucose level was 4.5 mmol/l at the time of the incident. Troubleshooting was done and buttons were responding during call. The insulin pump will be returned for analysis.